Event description:
Olympus was informed that towards the end of a bronchoscopy procedure, the tip of bronchoscope became stuck inside the endotracheal tube. Upon removing the bronchoscope from the endotracheal tube, a piece of the tip of the bronchoscope broke off and fell in the pt's airway. The broken piece was retrieved and no further med or surgical intervention was provided to the user facility. The intended procedure was completed. There was no pt injury reported. Olympus contacted the user facility in an attempt to obtain additional info regarding the reported event, and was informed that the physician forcefully pulled the scope from the endotracheal tube (ett), and caused the damage on the scope. In addition, olympus was informed that the diameter of the endotracheal tube seemed smaller than the diameter of the scope.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that approximately half of the bending section cover was missing. Additionally, excessive frayed wires were noted on the bending section mesh of the device. Furthermore, the device failed the leak test. The device was refurbished. The exact cause of the reported event could not be conclusively determined; however, user handling could not be ruled out as contributory to the reported event.